Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 01/28/2015 as follows: the display was found to be clear and legible. Multiple call service alarms were observed in the history. Product analysis was unable to duplicate any alarms or the initial complaint of a blank screen. The returned battery cap was used during the investigation with no related malfunctions found.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a display (blank screen) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.